Manufacturer narrative:
(B)(4) date sent: 10/27/2015. Batch # (B)(4). The analysis results showed that one ecr60g cartridge reload was returned fully fired and with some drivers missing. In addition the cartridge pan was noted to be damaged making the reload non-functional. Although no conclusion could be reached on what caused the drivers to fall, and the pan to be damaged it is possible that the found damage could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The reported event could not be confirmed as the condition of the received reload was fully fired. Therefore no further functional testing could be performed. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, no staples were found in the reload. Another like reload was used to complete the procedure. There were no adverse consequences for the patient reported.